Event description:
Rec'd report that tubing split during an infusion. Note with rec'd set states: "IV tubing split and leaked all over floor - tubing was not being pulled or manipulated at the time it tore". There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.